Event description:
It was reported to medtronic neurosurgery that the surgeon believed that the reservoir was blocked as no csf came out of the catheter during the surgery.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.